Event description:
It was reported that the customer experienced ongoing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed their infusion set and cartridge and resumed insulin use. It was noted that the occlusion problem has been ongoing for a few months, and recurring issues prompted a replacement pump